Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4-date of report. D4-expiration date/UDI number. G4-date received by manufacturer. G7-checked "follow-up." H2-checked follow-up type. H3-device evaluation checked "yes." H4-device manufacturer date. H6-entered evaluation codes. H10-added manufacturer narrative. The reported implant was returned, and the reported driver was not returned. The event is non-verifiable since the driver was not returned and the implant is too damaged to functionally test. Based on the evaluation, the device malfunction for the implant did occur while the malfunction for the driver could not be verified. A device history review (DHR) was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or nonconformances, which could have caused or contributed to the reported event was noted as part of the DHR. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No new information to report.

Manufacturer narrative:
Zimmerbiomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Last name unknown / not provided.

Event description:
It was reported that the driver rotated in the hex connexion of the implant during placement; the doctor placed a nobel implant with the same driver during the same procedure. He did not provide the reference of the driver. According to doctor´s assistant the driver worked fine. Site seems to have had few bone.